Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00070. It was reported the patient underwent a procedure where 2 trial drg leads were placed on (B)(6) 2017. On (B)(6) 2017 the patient was found to have a clear drainage from the incision site. The physician believes the drainage to be cerebrospinal fluid (csf) and a csf leak occurred. The patient did not report any additional symptoms and the physician is monitoring the issue.